Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error during bolus. The blood glucose reading was 49mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller that the device would be replaced and revert to back up plan. Toward to the end of the call, the customer checked her glucose level and it was 28mg/dl. Then the customer's husband got on the phone and stated that she is going to head out to work and go to the emergency room because she does not have a back up plan. No further information was provided.